Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by "can't apply clip successfully?" Does this mean device would not deploy clip? Does this mean clip came off of tissue once deployed? Does this mean clip not formed properly? Please provide more details regarding specific issue experienced by user. How was case completed? The analysis results found that the el5ml device was returned with a pear shaped clip jammed in jaws. In an attempt to replicate the reported incident; the device was cycled and 7 clips with gap were fed. In addition, the device locked out as intended however the orange indicator did not show up. Please note that this finding is not related with the incident reported. No conclusion could be reach as to what may have caused the incidents reported. It could not be determined what may have caused the found clips with gap. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device could not apply clip successfully. No patient consequences reported.